Manufacturer narrative:
On 10/28/2015 it was noted at the time of the procedure that when the navigation system is powered down, the site staff generally performs a hard shut-down instead of going through the software. On 11/05/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 11/03/2015 a medtronic representative, following-up at the site, confirmed the navigation system is functioning normally and the reported issue could not be replicated. Return requested. Replacement computer shipped to site 11/05/2015. No parts have been received by manufacturer for analysis. On 11/11/2015 software investigation finds that the logs do not contain anything that specifically indicate why the system became unresponsive. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system became unresponsive 3 times within the navigation screen ent 2.3 software. The site reported their navigation system was turned-off at least once each day. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to replace the computer and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after computer replacement. The computer was returned to the manufacturer and is currently under analysis. A medtronic representative reported that the site was using the power switch on the back of the navigation system to turn it off but was unaware that they were supposed shutdown the system in the software application. The site was trained on proper shutdown procedure. The navigation system was used in a subsequent surgery and it worked perfectly.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer had ent software and performed properly during initial testing. The computer passed all subsequent testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.